Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, venting valve leaking, and e315 scope error due to water invasion in the scope connector. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that the evis lucera elite colonovideoscope exhibited e315 scope error. The event occurred during an enteroscope diagnostic procedure. It was reported that the procedure was completed using the same device with no delay. There was no report of patient harm or user injury associated with this event.